Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 should be: it was reported, the colonvideoscope exhibited the suction port was clogged by foreign materials. The issue occurred during preparation for use for a diagnostic enteroscope procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the suction port was clogged with foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Although the suction port was clogged with foreign material in the result of device inspection by the service business center because the part with foreign material was replaced, the user did not perform/complete reprocessing before sending the device to olympus, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported the colonovideoscope angles were reduced and clogged by foreign material. The issue occurred during preparation for use. The diagnostic enteroscope procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.